Event description:
On the date noted, it was noted that the main workstation which is used to access the philips xcelera im, cardiac image storage system was shutting itself down - re-booting merely caused it to shut down momentarily. For this reason, stored cardiac cath and vascular images could not be accessed for viewing, printing or archiving to cd. These images are used for pt diagnosis and treatment decisions and cd's are burned for referral to other centers. It was determined that the workstation is a windows 2000 based pc and it had become infected with the sasser virus which was widespread nationally that day. (The system connects to the hosp lan to allow communication with remote workstations and other system components.) Philips recommended that reporter download the appropriate patch from microsoft, and this solved the problem. Reporter is concerned that this equipment, like many instruments are perceived as "medical equipment" rather than pc based equipment, and the normal antivirus and firewall precautions are not taken. In some cases, if these protections are provided by hosp it dept rather than the equipment MFR, they interfere with the intended operation of the equipment. Although this particular virus disrupted use of the equipment by shutting it down, the potential exists for other viruses or worms to subtly affect the operation of the equipment, and/or compromise the security of the stored data. (Hipaa concern.)